Manufacturer narrative:
There was no reported injury or death at the time of this report. The MDR is being submitted under deviation (B)(4) pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
The customer, (B)(6) university health, reported several negative control failures for nxtag cov extended panel (lot# ik054c-0012) running on the magpix instrument. The customer later informed technical support that they performed a swipe test and apparently the post area came up positive for sars-cov-2, so they customer cleaned the thermocyclers and magpix. The customer will increase their frequency of cleaning. Technical support forwarded to the customer mas troubleshooting recommendation which will help resolve any possibility of contamination.